Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-03156; 1627487-2019-03157; 1627487-2019-03249; 1627487-2019-03250. Follow-up determined the ipg should not have been submitted as a medical device report (MDR) as the infection was located at the anchoring position. The ipg remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-03156, 1627487-2019-03157. It was reported that the patient has a suspected infection. In turn, surgical intervention may take place to address the issue.